Event description:
It was reported that a cartridge fell out of the pump, and the user believed the infusion set connector had not been locked properly; the user was advised to disconnect from the pump and reinsert the cartridge, after which no further assistance was needed. No reported symptoms. Outcomes included no reported impact to health and no alerts or alarms. Investigation included troubleshooting and user education. Investigation of this case revealed that the infusion set connector was attached incorrectly, consistent with user setup error. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set and cartridge connection.